Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the overlay screen was cracked, both keyboard hinges were broken, and the programmer had no telemetry with the rf head. (B)(4): analysis found that the cable was out of specification, electrically.

Event description:
It was reported the screen is cracked. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.